Event description:
A pt received her first treatment on 7/18/96 in the glabella, upper and lower vermillion, and vermillion borders. Immediately after treatment to the glabella, a "slight blanch" was observed, which the physician attributed to "usual" blanching following treatment. On 7/22/96, the pt presented with a 1.0 cm x 0.5 cm area of erythema and skin breakdown at the glabellar treatment site. The physician was unsure if the symptoms represented a vascular occlusion or an infection; oral ceftin and local wound care were prescribed. On 7/29/96, the pt presented with persistent erythema and partial thickness skin slough at the glabellar treatment site. The physician believed that the symptoms probably represented a necrosis; local wound care was prescribed.

Manufacturer narrative:
A letter requesting follow up information was returned from patient had some scarring at the glabellar treatment site. 1971 necrosis injection site.